Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 427 mg/dl. The customer was able to rewind the insulin pump but she wasn't able to prime without a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.